Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic exploration with sigmoid colostomy hernia repair, they installed the staple tip, aligned the base, opened the insurance, and the device could not be fired. They stopped using the stapler and changed to a manual anastomosis resulting in a prolonged operation time of over 30 minutes. There was patient injury.